Event description:
This case was initially received via regulatory authority (ansm, reference number: r1815865) on 18-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("haemorrhagic menstrual periods") and device dislocation ("no implant found in left fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sleeve gastrectomy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal distension ("abdominal ballooning") and memory impairment ("memory disorder"). The patient was treated with surgery (total bilateral salpingectomy by laparoscopy on (B)(6) 2018) and surgery (total bilateral salpingectomy by laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, device dislocation, abdominal distension and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, device dislocation, memory impairment, menorrhagia and pelvic pain with essure. The reporter commented: fallopian tubes were well seen, integrity without damage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("haemorrhagic menstrual periods") and device dislocation ("no implant found in left fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sleeve gastrectomy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal ballooning") and memory impairment ("memory disorder"). The patient was treated with surgery (total bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, device dislocation, abdominal distension and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, device dislocation, memory impairment, menorrhagia and pelvic pain with essure. The reporter commented: fallopian tubes were well seen, integrity without damage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.